Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involved" (no patient involvement). Product problem(s): "footswitch failure" (device displays error message). A scrub tech reports system message, 'footswitch failure' occurred during setup. The footswitch was switched out before the case. The patient was prepped, however there was no delay to the start of the case.